Event description:
New information received noted that the patient returned to clinic to restore bluetooth telemetry.

Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption. Based on the result of these findings, abbott is performing further investigation.

Event description:
It was reported that the patient presented in clinic to troubleshoot the bluetooth connection on their implantable cardioverter defibrillator (ICD). Troubleshooting was unable to be completed and it was noted by the patient that the ICD has displayed issues with bluetooth telemetry being unavailable throughout the life of the device. The patient would continue to be monitored. The patient was in stable condition.